Event description:
The complainant reported that during the performance of a therapeutic procedure of a pt, and after the failure of a first device, the physician prepared to pass the jagwire through the contour cannula for exchange, after selective cannulation. Under fluoroscopy, and immediately after opening from the sterile packaging, the doctor found that part of the tip of the jagwire was detached. The physician then obtained a third device and successfully completed the pt procedure. Please reference medwatch report number 6000123-2004-0081, which documents the reported malfunction that occurred with the first jagwire that the clinicians attempted to use during this pt procedure.